Event description:
Procedure: right hemi colectomy. Reportedly, approximately one week after the surgery, stool came out from the drain. It was noted that after firing, the staples were formed completely. However, an x-ray taken after stool was noticed in the drain, showed that the staples were opened. A reoperation was performed to correct the defect.